Event description:
It was reported that during an implant procedure, the implantable cardiac monitor (icm) exhibited low r-wave sensing. The physician elected to not used the icm and implanted a new icm. The patient had no consequences throughout the procedure.